Event description:
It was reported that the patient was experiencing dizziness and the patient's neurologist suspected the vns's low battery to be contributing. The patient was referred for generator replacement. No relevant surgical intervention is known to have occurred to date. No additional or relevant information has been received to date.

Event description:
The patient underwent replacement surgery. The explanted generator was discarded and is therefore unavailable for analysis.